Event description:
An x-ray later confirmed a lead fracture close to the terminal end. During a revision procedure, this lead was repaired and remains implanted and in use. No resulting adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow-up, the electrocardiogram showed atrial sensing with exit block in the ventricle. The right ventricular (rv) lead pacing impedance showed a sudden increase in (B)(6) 2012 from 350 ohms to 900 ohms. There was also a rise in the rv threshold measurement. The threshold was 3.1v, and when it was reprogrammed to 5v, the patient felt pectoral stimulation, so the output was programmed to 4v. The patient had been feeling a little weak and tired during the autumn, and had trouble sleeping, but did not notice a problem while exercising. A system revision procedure was planned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.